Manufacturer narrative:
Additional information: approximately 12cm of vein was treated. No guidewire was used for insertion of the catheter. No prior allergy test carried out. Patient was prescribed eliquis. Patient had planned to have left leg treated while on blood thinners. Patient referred to different physician. Patient reported to be doing fine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient¿s right gsv was treated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: no photographic images of the patient¿s symptoms were received for evaluation. A disk with three dicom images of sonographic images were received for evaluation. No thrombosis was visible in the three images received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a venaseal procedure carried out on the great saphenous vein(gsv) on (B)(6) 2019. The device was prepared and used per IFU and no issues were noted with the procedure itself. On (B)(6) 2019, the patient had a cat scan which showed a pulmonery embolism.